Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a remote data review, it was noted that the device had an isolated stored signal artifact monitoring (sam) episode which revealed a high out of range impedance measurement of greater than 2,500 ohms. This impedance measurement led to a lead safety switch (lss) to unipolar sensing. Boston scientific technical services was contacted and it was discussed that the event was most likely due to a right atrial (ra) lead outer coil fracture. Diagnostic imaging was ordered to be performed prior to a potential replacement procedure, but the field representative did not have any additional information regarding the event resolution. At this time, the system remains implanted and no adverse patient effects were reported.

Event description:
It was reported that during a remote data review, it was noted that the device had an isolated stored signal artifact monitoring (sam) episode which revealed a high out of range impedance measurement of greater than 2,500 ohms. This impedance measurement led to a lead safety switch (lss) to unipolar sensing. Boston scientific technical services was contacted and it was discussed that the event was most likely due to a right atrial (ra) lead outer coil fracture. Information was requested regarding whether further action will be taken in this event, but no response has yet been received. At this time, the system remains implanted and no adverse patient effects were reported.